Event description:
It was reported that the patient presented in-clinic after receiving inappropriate hv therapy for an svt diagnosed as vt. Programming changes were made. Patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.